Event description:
The customer reported via phone call that they had a low reservoir alarm when there was 200 units of insulin remaining on the insulin pump. Customer's blood glucose was 255 mg/dl. Customer's insulin pump passed a self-test. It was also found the customer had a big piece of lint under the reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.